Event description:
The lead was noted to be part of the system longevity study.

Event description:
It was reported that the patient was having extra-cardiac stimulation caused by their left ventricular (lv) pacing lead. The output and pulse width of the lv lead was reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.